Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff that wouldn't deflate. According to the reporter, during the test, tube did not deflate after being inflated. The customer reported that there was no patient involvement associated to this event.